Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. The contact troubleshot the issue on their own and stated that insulin was observed exiting the infusion set tubing. The contact attempted to deliver the correction bolus once more and the bolus went through without any additional occlusion alarms occurring, no pump supplies were changed. The following day, the contact reported that the customer received an additional occlusion alarm. The customer closed the occlusion alarm, resumed insulin deliveries and did not receive any additional occlusion alarms. The customer's bg level was not impacted. Reportedly, the customer wears the pump against their skin. Tandem technical support advised the contact to allow the boluses to complete before returning the pump to being against their skin in order to prevent an abrupt temperature change to the pump.